Manufacturer narrative:
Citation: nerva jd1, kim lj, barber j, et. Al. "Outcomes of multimodality therapy in pediatric patients with ruptured and unruptured brain arteriovenous malformations." Neurosurgery 78:695¿707, 2016. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Information received from the same report as MFR: 2029214-2016-00422 <(>&<)> 2029214-2016-00424.

Event description:
Medtronic received information through review of literature that a patient underwent one session of onyx embolization, followed by surgical resection the next day and during routine follow-up 1.5 years later angiography demonstrated a recurrent nidus fed by the lenticulostriate arteries, left anterior temporal artery, and recurrent artery of huebner. The patient then underwent stereotactic radiosurgery (srs) for the recurrent nidus. Radiographic obliteration occurred after 2 years, and no recurrent (bavm) was identified 1 year after obliteration. At the last follow-up 5 years after presentation, the patient's hemiparesis had resolved, but he required special education coursework

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.